Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a system performance failure. A field service engineer found that the device would not power up and, after checking all cables, identified a faulty power module. The fse replaced the power module, after which the station booted up successfully, and performed diagnostic testing. The customer also tested drawer access in the application, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, system station was not turn on. Customer reported that the station remained non-functional even after multiple reboot attempts, including powering off and on. However, there were no delays or adverse events or injuries reported based on this event.